Event description:
The radial artery catheter did not thread correctly resulting in inability to secure adequate patient placement. The catheter appeared kinked upon withdrawal.there was no patient harm. This only occured once. The plan of care for the patient did not change. The patient had surgery and was released to home in stable condition.